Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The leak was contained within sealed overpouch. This issue was discovered prior to patient use. The device was filled with flucloxacillin 8000mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 6, 2022, to september 8 2022. H10: the device was received for evaluation. A visual inspection with the naked eye noted fluid inside a sealed bag that contained the unit which suggested a leak had occurred. Further inspection revealed the cause of leak inside the sealed bag was due to broken tubing at the solvent-bonded junction of the flow restrictor. A remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The end of the broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the condition was a manufacturing related issue during the solvent application process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.